Manufacturer narrative:
(B)(4).

Event description:
Based on information obtained, effective therapy has been established.

Event description:
It was reported the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was not established post-operatively due to lead damage. (Refer to manufacturer reference numbers: 1627487-2019-07166, 1627487-2019-07167, 1627487-2019-07168).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg had become inoperable for an unknown reason. As a result, patient will undergo surgical intervention to address the issue.